Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014. A midline mesh exposure was identified during the first follow-up. On (B)(6) 2015, the patient underwent closure of the mesh exposure under general anesthesia which was still successfully closed upon review on (B)(6) 2015.